Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
There was a dark residue in the sleeve from the 1st guide wire guide and the distal protection sleeve ((B)(4)) was bent; the 13mm drill jammed in the sleeve; the distal protection sleeve could not be used. The 13mm drill ((B)(4)) is exhibiting galling causing it to not slide properly in the sleeve. It is unknown why the galling occurred however it should be noted the distal protection sleeve ((B)(4)) is not bent ¿ the drill is the cause of the issue. The distal protection sleeve was tested with other drills from different sets and found to have the proper interface. The dark residue in the sleeve has been confirmed.